Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the oxygen (o2) sensor on an 840 ventilator malfunctioned. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided.

Manufacturer narrative:
Covidien reference number (B)(4). The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) evaluated the ventilator and reported o2 sensor would not calibrate. The se replaced the oxygen (o2) sensor to resolve the issue. The unit passed all testing and operates within the manufacturing specifications..